Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that the patient had an MRI and the device went into backup mode. The device was successfully restored. There were no patient consequences.